Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. Customer was nausea. Customer feel good troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 300 mg/dl. Customer current blood glucose level was 550 mg/dl. Customer reports they have not contacted their hcp regarding high blood glucose reading. Customer treatment was insulin shot. Customer did not mention air bubbles or leaks. Customer decline reporting bolus wizard programmed accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed july 29, 2018. The infusion set was bent. The insulin exited. The insulin pump did not perform high pressure test. Insulin pump will not be returning for analysis.